Event description:
The customer reported that insulin was squirting out during the manual prime process and was stuck in the prime loop. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.